Event description:
The customer reported that they had a random discrepant sodium result generated by the advia 1800 system. The result was not released from the laboratory. The sample was retested on another system and the same system and a report was issued to the attending physician. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium results.

Manufacturer narrative:
No field service call was initiated. The customer ran a precision run and no issues were identified. No further information is available. The instrument is performing within specifications. No further evaluation of the device is required.